Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker replacement procedure. During the procedure, it was noted that the pacing was lead found to be degraded. The lead was capped and replaced. The patient was in stable condition throughout the procedure.